Manufacturer narrative:
The unit had an intermittent button response due to a corroded keypad. The unit had a cracked reservoir tube lip, a minor scratched display window, a cracked case at the display window corner, cracked battery tube threads, a cracked belt clip slot, a cracked reservoir tube window, and a cracked case at the reservoir tube window corner. (B)(4)

Event description:
The customer called in to report a keypad anomaly. The customer could not recall any significant events leading to the issue. The customer's blood glucose level was unknown. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.